Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The evaluation found that no image was present during testing. The cause of the problem was assigned to a faulty cable unit. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the no image was a cable unit malfunction. As stated in the instructions for use, as a preventive measure, "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged." Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
A user facility returned to olympus the olympus, model otv-s7h-1d-l08e, camera head for repair due to a report that "it has an image but it scrolls like an old tv." Upon inspection and testing of the returned device by the olympus service department, it was noted that no image was displayed. This report is submitted for the malfunction of no image. As this was found during in-house service, there was no patient involvement.